Manufacturer narrative:
A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product device was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that an error message and alarm on pump for downstream occlusion occurred. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).